Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. No moisture damage found under lcd screen, electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump was in the pool with the customer and that it alarmed for a button error. She stated that they were unable to clear the alarm and that there was moisture on the screen. The blood glucose reading was 101 mg/dl. Nothing further was reported.